Event description:
Pt contacted dexcom technical support on (B)(6)2010 to report that she experienced an error message and then sensor failure immediately following sensor insertion. When pt removed the failed sensor, she reported that the sensor wire was present but shorter. Dexcom is unable to determine if this was a broken sensor because pt discarded the device. Pt is not experiencing any issues with the insertion site.